Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.